Manufacturer narrative:
Additional info - d6b should be mar 3, 2021 rather than mar 4, 2021.

Manufacturer narrative:
The reported event of inadequate capture threshold was not confirmed but failure to remove stylet from lead was confirmed. The cause of the failure to remove stylet was isolated to excessive blood inside the inner coil at the distal region of the lead. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right ventricular lead exhibited high capture thresholds. During the lead revision procedure, the stylet could not be removed from the lead. The lead was removed and replaced. The patient was stable.